Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that moisture was present in battery compartment. Blood glucose was 167 mg/dl. Customer stated that multiple pump error was found. Troubleshooting was performed. Customer reported that a broken force sensor was detected during seating or regular delivery. Customer stated they were not able to rewind the insulin pump. Self test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.